Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. The supera self-expanding stent (ses) was implanted, however, the stent occluded in less than a year. It was noted that the stent was managed to be opened up again. Type of treatment was not specified. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The date of event has been estimated. The UDI number is unknown as the catalog and lot number were not provided. The date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of occlusion is listed in the supera peripheral stent systems instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.